Event description:
During a distal embolism procedure, the physician was retracting the quickcross and encountered resistance. He applied slight pressure and felt it give. When extracted, about half (25-30cm) of the quickcross was determined to have broken off in the sfa. The catheter segment migrated to the knee of the patient. Using a cook sheath, choice wire, and balloon, the physician encapsulated the wire, placed balloon in sheath, pinning quickcross to side of sheath, and removed all together. Procedure was extended 25-30 minutes, for retrieval. Case was completed successfully. A review of the lot history records found no related issues.

Manufacturer narrative:
Quickcross device evaluation: the visual inspection of the device confirmed a broken quickcross, about 14-1/2" from the distal tip. It appears that the device caught on something inside the vasculature. As the catheter was being removed, it dragged on the obstruction and broke. No manufacturing defects were noted with the device.